Event description:
Patient admitted to hospital following a fall resulting in periprosthetic fracture. Revision surgery resulting in replacement prostheses being implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient admitted to hospital following a fall resulting in periprosthetic fracture. Revision surgery resulting in replacement prostheses being implanted.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an exeter stem was reported. The event was confirmed via evaluation of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review documentation related to pi including the product inquiry summary, and a post-operative ap pelvis x-ray/ the event description from the product inquiry summary states: patient admitted to hospital following a fall resulting in periprosthetic fracture. Revision surgery resulting in replacement prostheses being implanted. A post-operative x-ray demonstrates a cemented femoral stem along with an extended trochanteric plate. The post-operative x-ray with extended trochanteric plate is consistent with treatment of a peri-prosthetic fracture. The root cause of this fracture being a fall cannot be confirmed. Should additional information become available I would be happy to further this assessment. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: no further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.